Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif-1200n operation manual chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had insufficient air and water flow. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the air supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign material clogging the nozzle, other evaluation findings are as follows: the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the adhesive on the bending section cover had a white clouded area; the light guide bundle was slipping down; a streak of flare appeared in the image due to the adhesive peeling around the objective lens; and the universal cord was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.